Manufacturer narrative:
As referenced in subject device IFU (um-10012510_h page 112); "case saver mode is a system state that enables the user to continue using the system safely, however with reduced power capability...". In this case the case saver mode was not allowing the user to proceed operation, and a second device was brought in to complete the procedure. A lumenis service engineer visited the site and examined the system and confirmed that the system was stuck in case saver mode. After inspection of the system, the engineer found a channel completely out of alignment and a burnt 2nd relay mirror. The engineer replaced the burnt optical and the laser cavity, and re-aligned the entire channel. After testing and calibrating the entire system, the engineer checked output power and system functionality confirming the system had passed all tests. The system was returned to the facility having met manufacturer's specifications and was ready for use. A review of historical product complaints shows that the same malfunction of 'optical misalignment' has not led to serious injury in the past. A review of system risk files ((B)(4)) revealed risk #2.3.1; optical misalignment failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case a second p120 laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
A user facility reported that on friday (B)(6) 2018 during a procedure their lumenis pulse 120 laser was operational in case saver (low performance) mode only. Once that was acknowledged by pressing a button on the display, the procedure was completed in case saver mode with no reported injury to the patient. On monday (B)(6) 2018, the same issue occurred, only this time the system would not allow working in case saver mode. A backup lumenis pulse 120 laser was brought into complete the case with no reported injury or complications for the patient.